Manufacturer narrative:
Analysis: the device was not returned for analysis. Conclusion: there are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This is likely due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. Based on the reported information in this instance, the patient's preexisting medical conditions likely contributed to the reported events.

Event description:
Medtronic received information that immediately following implant of this 30 mm annuloplasty ring in the tricuspid position (pli 10), this ring was explanted and replaced with a bioprosthetic valve due to regurgitation. Immediately following the implant of this 28 mm annuloplasty band in the mitral position (pli 20), this band was explanted and replaced with a bioprosthetic valve due to regurgitation. The physician reported that a 26 mm band would perhaps have been better sized for the patient, but opted to implant a 28 mm band to prevent systolic anterior motion. No adverse patient effects were reported. Patient's relevant medical history includes, severe mitral valve regurgitation, severe tricuspid valve regurgitation, history of congestive heart failure, history of respiratory failure, history of renal failure, history of new york heart association (nyha) class IV cardiomyopathy with severe shortness of breath, history of chronic atrial fibrillation, hypothyroidism, history of tubular villous adenoma, schistosomiasis, and previous hemicolectomy.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following implant of this 30 mm annuloplasty ring in the tricuspid position, this ring was explanted and replaced with a bioprosthetic valve due to regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.